Event description:
During a phacoemulsification procedure, the pt suffered a scleral burn that resulted from the handpiece being clogged. The physician then switched to another unit, handpiece for that unit also clogged, and a vitrectomy was performed on the pt. There has been no report of additional pt injury.